Manufacturer narrative:
During the repair process of a rondo 3 audio processor, a leaking battery was detected. Due to the heavy damage on the device housing, it can be assumed that the damage to the rechargeable battery inside is caused by strong mechanical stress. This is a combined initial and final report.

Event description:
During the device investigation in service and repair a leaking battery was found and the device housing is damaged.